Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet bionic pancreas during use with a contact detach infusion set and resolved the issue after performing a complete supply change, during which the user had already completed the rewind step and remote troubleshooting walked the user through the remaining steps. The user experienced a blood glucose peak of 268 mg/dl with no adverse clinical symptoms reported. Outcomes included no hospitalization and continued use after troubleshooting. User support included review of device history on the ilet, guided troubleshooting, and education on completing the supply change and allowing time for glucose to decrease. Investigation of this case revealed an infusion set occlusion that was alleviated by replacement of supplies, indicating an issue localized to the infusion set or flow path rather than a pump mechanism fault. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or tubing occlusion resolved by standard supply change.